Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician recommended that the patient receive botox injections at the pocket site.

Manufacturer narrative:
A review of the manufacturing documentation of this ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.